Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference in image during set up for use involving an olympus colonovideoscope. The customer suspected that the cause of the interference in image was due to scratches on lens. There was no patient involvement.